Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that this event occured with two devices: july 24 for the patient puncture, withdrawal of powerpicc internal support guidewire when the catheterization teacher found that the original smooth, there is a sense of stuck, and then touch the whole guidewire found that the surface of the guidewire there is an obvious unevenness of the thickness of the feeling. No other information provided, at this time. This report addresses the first device of two devices.